Manufacturer narrative:
One ca20l2 was received for evaluation. Visual inspection of the product found the antenna shaft was broken and the tip separated from the shaft. The tip was not returned. The investigation of the device found the tip of the needle was missing. This break is consistent with the user exceeding the shaft bend radius limit. The device did not appear melted. The investigation identified the root cause of the reported event to be user error. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, after the first ablation cycle, the antenna was pulled out and it was discovered that the ceramic tip was missing. Saline was flowing from the end of the antenna. Ultrasound was used in an attempt to locate the tip in the liver, but it could not be found. Another antenna was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during the procedure, after the first ablation cycle, the antenna was pulled out and it was discovered that the ceramic tip was missing. Saline was flowing from the end of the antenna. Ultrasound was used in an attempt to locate the tip in the liver, but it could not be found. Another antenna was used to complete the procedure. There was no patient injury.